Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logged with the following text "operational check fail : therapy delivery test: fail". The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. No patient involvement was reported.